Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and a malfunction of the solenoid driver board was identified. To fix the issue, the fse replaced the solenoid driver board as per service bulletin in connection with the current field safety corrective action. The fse also performed full calibration and functional testing in accordance with the system's respective service manual, and the iabp passed all testing within factory specifications, and was then returned to the customer, cleared for clinical use.

Event description:
The customer reported that upon power up, prior to use on a patient, the intra-aortic balloon pump (iabp) alarmed with electrical test fails # 58. Later, the iabp alarmed with maintenance required #2. There was no adverse event or injury reported